Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was in need of a repair with no further information provided. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device requires a unspecified repair request. There was no reported patient or user involvement and no adverse patient/user impact.